Event description:
It was reported that a user contacted support about perceived faster battery depletion of the ilet device while also discussing a recent episode of elevated blood glucose that had prompted the original inquiry. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living, no medical or surgical intervention, and no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the observed battery use was within expected variation and did not meet the threshold of concern described to the user. It was concluded that the device functioned as expected and no device malfunction was identified.